Event description:
It was reported that during a percutaneous peripheral intervention procedure (ppi) a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and highly calcified superficial femoral artery (sfa). Access was obtained using an ipsilateral approach through the femoral artery. The 1.5mm x 20mm x 143cm sterling es pta balloon dilatation catheter was advanced to the target lesion and on the first inflation attempt the balloon ruptured at 6 atms. The balloon catheter was successfully removed, and the procedure was completed with another sterling balloon dilatation catheter. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B) (6) (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors.